Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. The customer went to the emergency room and was subsequently admitted to the hospitals intensive care unit in diabetic ketoacidosis. The customer attempted to self treat with a correction bolus via the pump, however, during hospitalization was treated intravenously with fluids of saline and insulin. The customer was released on (B)(6) 2023 with issue resolved. Systems check with tandem technical support confirmed pump was functioning as intended.